Event description:
It was reported that the patient did not recharge as recommended.

Manufacturer narrative:
Correction: section b5 event description should have mentioned that the patient did not charge their device as recommended in the initial report. Section h6 device code should have been 2017 instead 3283 in the initial report. These corrections are reflected in this additional report 2.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg lost communication with external devices. As a result, the patient may undergo surgical intervention at a later date to address the issue.